Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that post implant surgery high capture threshold was observed on the atrial lead. Patient was asymptomatic. The atrial lead was explanted and a new lead was implanted. Patient is stable.